Manufacturer narrative:
Results: the penumbra coil 400 (pc400) pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was withdrawn proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed that the pc400¿s pusher assembly mid-joint was withdrawn proximal to the introducer sheath friction lock. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pc400 mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the pc400. The px slim mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coils 400 (pc400). During the procedure, the physician successfully deployed and detached five pc400 in the aneurysm using a px slim delivery microcatheter (px slim). However, upon attempting to advance a new pc400 into the px slim, the physician noticed that the new pc400 would not advance out of its introducer sheath and into the px slim. After several failed attempts to push the pc400 out of its introducer, the physician removed it and completed the procedure using a new pc400 and the same px slim. There was no report of an adverse effect to the patient.